Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Upon the initiation of treatment, when blood first hit the dialyzer, the dialysate line was observed to have pink tint. Estimated blood loss was 25cc's. Patient had no ill effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch review confirmed the labeling, material, and process controls were within specification.